Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had an open bed sore on his back between the two rear therapy electrodes and when the patient removed the lifevest it would pull the scabs off. The bed sore was not caused by the lifevest but it was reported that it had not healed due to the lifevest. The patient's wife reported they were using a gauze on the sores. The final medial outcome of reported wound is unknown. No alleged device deficiency.